Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 UDI number, d10, h6 medical device problem code a getinge field service engineer (fse) opened the console and calibrate the pressure. In functional test all test passed and off set under range. Handed over to customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor¿s fse that cs100 intra-aortic balloon pump (iabp) was displaying alarm massage " electrical test fails code 119 and code 52". The issue was found during routine check by customer. There was no patient involvement.